Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons have ceased to function. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of an unresponsive keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm the complaint of unresponsive keys. The keypad was intact with no peeling. All keys were responsive and spring back. Removed keypad and no contamination were found under key contacts. Disassembled pump and no contamination were found inside pump. No defect was found.